Event description:
It was reported that during preparation for an angioplasty treatment procedure balloon detachment occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and calcified right superficial femoral artery. When the physician was attempting to remove the balloon from the wrapping tool, the balloon from the 4.0mm x 1.5cm x 140cm flextome small peripheral cutting balloon detached. The procedure was completed with a different device. As there was no patient involvement no patient complications occurred.

Event description:
It was reported that during preparation for an angioplasty treatment procedure balloon detachment occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and calcified right superficial femoral artery. When the physician was attempting to remove the balloon from the wrapping tool, the balloon from the 4.0mm x 1.5cm x 140cm flextome small peripheral cutting balloon detached. The procedure was completed with a different device. As there was no patient involvement no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two pieces. A visual examination of the device showed that the shaft was broken at guide wire exit port. The shaft was also stretched. The balloon protector was returned with the device and was still on the balloon. A negative pressure could not be applied to the device before removing the cap due to the detachment; however the balloon protector could be removed with some initial force. All blades and balloon material were in the correct channels of the cap. There was no damage noted to balloon or blades. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).